Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. After further review of the facts provided by the customer, it was determined that the ECG connector on the one step pacing cable was not plugged in causing the report. When utilizing the one step CPR complete pads with pacing, the device requires the one step complete pacing cable with the ECG connector to be plugged into the ECG port. This report has been closed as device incorrectly used by end user. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.